Event description:
It was reported that the customer experienced low blood glucose of 30mg/dl, and the paramedics were called twice. The caller believes the customer gave herself too much insulin. Troubleshooting was performed. The customer had changed her basal rates and she continues having low blood glucose. The drive support cap appears to be normal. The mother stated that her friend was unable to wake her up and they were called. Reviewed the programming, and the reservoir was showing more insulin that what is shown on the status screen. Performed a displacement test and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.